Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, after completing the stent placement and removing the catheter and guidewire, hemostasis was attempted using the 7f exoseal vascular closure device (vcd) closure device. After the indicator window turned black, the plug deployment button could not be pressed. The device was withdrawn, and manual compression was used for hemostasis. The patient was not injured. This occurred during a left carotid artery stent implantation. The procedure was conducted by a trained and experienced operator. The patient had been taking medication irregularly for the patient's condition. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities noted before use. A retrograde approach was used. The femoral artery's suitability was confirmed by angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was verified to be =5 mm. No visible calcium, plaque, stent, or significant stenosis (>50%) was observed at or near the puncture site. No resistance, friction, or excess force was experienced during insertion. There was no difficulty connecting the vascular sheath introducer to the exoseal vascular closure device (vcd). The sheath was retracted until it engaged with the indicator wire cowling and locked with the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the vcd and sheath were retracted together until the indicator window turned solid black. However, the deployment button was not fully depressed and did not sit flush with the handle, and the indicator window did not show solid black at that time. No excess force was applied, and the button did not depress halfway. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis 2 kinks were observed to be present on the delivery shaft during this analysis, located 10 cm apart from the distal tip, and 1 cm apart from the guard. Dimensional analysis was conducted in the portions of the delivery shaft near to the affected areas to verify the outer diameter. The results obtained were within specification. An attempt to perform a deployment simulation evaluation was performed; however, it could not be fully performed, as the kinked portion of the delivery shaft compromised the indicator wire deployment mechanism. The reported event of ¿deployment lever (button) frozen/locked¿ could not be evaluated through analysis of the returned device as two kinks were observed on the delivery shaft which impeded testing of the deployment mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, the two kinks observed on the delivery shaft may have also led to issues with the proper functioning of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, after completing the stent placement and removing the catheter and guidewire, hemostasis was attempted using the 7 exoseal vascular closure device (vcd) closure device. After the indicator window turned black, the plug deployment button could not be pressed. The device was withdrawn, and manual compression was used for hemostasis. The patient was not injured. This occurred during a left carotid artery stent implantation. The procedure was conducted by a trained and experienced operator. The patient had been taking medication irregularly for the patient's condition. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities noted before use. A retrograde approach was used. The femoral artery's suitability was confirmed by angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was verified to be =5 mm. No visible calcium, plaque, stent, or significant stenosis (>50%) was observed at or near the puncture site. No resistance, friction, or excess force was experienced during insertion. There was no difficulty connecting the vascular sheath introducer to the exoseal vascular closure device (vcd). The sheath was retracted until it engaged with the indicator wire cowling and locked with the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the vcd and sheath were retracted together until the indicator window turned solid black. However, the deployment button was not fully depressed and did not sit flush with the handle, and the indicator window did not show solid black at that time. No excess force was applied, and the button did not depress halfway. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.